Event description:
Kci became aware of this event from a maude event report (B)(4), it was not reported directly to kci by the hosp. It was reported that a male pt underwent a surgical debridement of an infected calf wound on (B)(6) 2007, and was subsequently placed on v.a.c. Therapy. According to the initial reporter, the wound granulated well and the pt underwent a split thickness graft on (B)(6) 2007. According to the initial reporter, the pt was seen in (B)(6) 2007 with an abscess to the same area and was taken to surgery for an exploratory incision and drainage of the wound. The initial reporter indicated that the piece of foam approx 3 inches in length was verified visually by the physician to be v.a.c. White foam. According to the initial reporter, the pt experienced delayed healing and developed an infection which was treated with antibiotics.

Manufacturer narrative:
The initial reporter stated that kci product played no role in the adverse event and that the event was caused by lack of protocol to count and document the number of foam pieces placed in the wound as recommended in v.a.c. Labeling. The facility has since implemented a protocol for counting and recording foam pieces. The initial reporter also stated that the physician did not explore the wound prior to placement of graft. V.a.c. Labeling warns under "foam placement": "do not place any foam dressing into blind/unexplored tunnels. The v.a.c. Whitefoam dressing may be more appropriate for use with explored tunnels. Always count the total number of pieces of foam used in the wound and document that number on the drape and in the pt's chart." It also states under "foam removal": v.a.c. Foam dressings are not bioabsorbable. Always count the total number of pieces of foam removed from the wound and ensure the same number of foam pieces were removed as placed. Foam left in the wound for greater than the recommended time period may foster ingrowth of tissue into the foam, creat difficulty in removing the foam from the wound, or lead to infection or other adverse event."